Event description:
Analysis of the returned serial adapter cable has been completed. Two broken wires connections were observed in the connector plug that resulted in the issue. After the connections were soldered back to the plug, the cable performed to specifications. The appearance of the issue indicates that mishandling of the cable is likely the cause of the issue.

Event description:
It was reported that the site's handheld computer serial cable was no longer working and causing communication difficulties. A replacement cable was sent to the site and the handheld computer programming system is reportedly working normally with issue. The faulty serial cable was returned and is currently undergoing analysis. A manufacturer representative noted visible damage on the serial cable upon receipt.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.